Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with injection vancomycin (2 g, once every 5 days, route and duration not reported), injection fortum (1 g, once a day, route and duration not reported), injection amikacin (100 mg, once a day, route and duration not reported), and injection heparin (dose, route, frequency and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that on an unreported date, antibiotic treatment was stopped. Also on an unreported date, the patient recovered from the event, their fluid was clear, and they were doing well. Should additional relevant information become available, a supplemental report will be submitted.